Manufacturer narrative:
Taper ii. The product associated with this complaint will not be returned. Based upon the model and implant date provided, the connector type is assumed to be a taper ii. Further information regarding the serial number of the device was requested of the patient's physician. The physician's office stated they did not have the serial number, only the device model. This event was reported by the patient. To date, apollo has been unable to confirm the event with the patient's physician. Device labeling addresses the possibility of a port leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
The patient reported they had a port replacement of their lap-band system. Sometime after implantation, the patient experienced no restriction. The patient went in for a fill and were told by their physician there was no fluid in the band. The patient returned a month later and was told there was less fluid in the band then was put in. The patient had x-rays done that did not show a leak. The physician told the patient it was most likely a port leak, and the patient had the port replaced.